Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. Customer states that they had a patient with palindrome catheter who needed a catheter exchange due to a leak in the silicon extension where the halkey roberts clamp pinches the catheter closed. Customer states that the leaks were in the different places on the extension of the catheter and could only be witnessed when placed under high pressure and not during normal flushing of the catheter. The catheter was in the patient for two weeks. This did not happen during the initial placement of these catheters but occurred after the patient had been dialyzing for 2 weeks.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.